Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback mode of a routine hemodialysis treatment. The operator observed the saline bags were empty and connected new saline bags. The circuit clotted during this time preventing rinseback and resulting in an estimated blood loss of 125cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately in response to the empty saline bag. The reported blood loss is attributed to clotting of the circuit due to the amount of time spent troubleshooting the alarm. The user's guide contains adequate instructions for rinseback including the volume of saline that must be available. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.